Event description:
It was reported that pt underwent a cervical procedure and anterior fixation plate and screws were implanted at c3-c5. One of the c3 screws backed out one month post op. The revision surgery was performed a month post op, the whole construct was replaced to the new one.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. The lots that were used are lot h09j3643, and h093644. This part is not approved for use in the united states; however, a like device catalog # 9791323, 510k # k061274 was cleared in the united states. The MFR date for lot h09j3643 is 10/14/2009. The MFR date for lot h09j3644 is 10/13/2009. The x-rays show the anterior fixation plate and screws at c3-c4-c5-c6. Noted the construct is in good position post op. Small projection of c3 screw is noted in immediate post op film but this is inconclusive. One month post op film shows c3 screw backed out. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.